Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "5v self check failure - 1172", "internal comm failure- 1471", "internal comm failure- 1173", and "internal comm failure- 1475" error messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Correction: d2. The device was returned to zoll medical corporation for evaluation. The device was reported to experience self-check failures and internal communication alarms during use consistent wih being too close to teh MRI as the customer suggested. Review of the device logs identified multiple self-check alarms and communication faults, including alarms 1172, 1471, 1173, 1475, 3301, and 3470, which are associated with intermittent communication interruptions between internal system components and a 5-volt power bus issue. Functional testing and internal inspections revealed no discrepancies, and the reported issue could not be duplicated. Investigation determined that this behavior is consistent with electromagnetic interference (emi) exposure during operation adjacent to a 3t MRI system, where radio frequency interference may disrupt internal communications and generate the observed alarms, as noted in the instruction for use (IFU). As a precaution, the power interface module (pim) board was replaced. The customer was informed that the device does not detect MRI proximity and that the audible alarm was due to MRI-induced interference after the device was brought too close to the MRI. Product documentation was resent, and the customer confirmed operators will be retrained. Based on available information, the event is attributed to user misunderstanding device operation in MRI suite. The device was recertified and returned to the customer. No trend is associated with reports of this type.